Event description:
It was reported that during a stone retrieval procedure the balloon failed to maintain pressure. The target stones were in the common bile duct. An extractor rx 12 - 15 mm retrieval balloon was advanced to treat the target stones. The physician inflated the balloon to its "expected diameter" but the balloon would "deflate soon by itself". Several attempts were made but were unsuccessful. The procedure was completed with another extractor rx 12 - 15 mm retrieval balloon. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.